Event description:
Surgeon used 2.7 mm drill bit to prepare an insertion hole, during tapping in the bioraptor, bioraptor seemed like it broke. Bioraptor popped up and bent. The second bioraptor had a same problem as the first one. The last bioraptor broke in two when the surgeon tapped it in. Broken pieces were removed from the patient. Additional information confirmed 2.7 mm drill was used. The procedure completed with linvatec implant. An additional anchor place next to the drill site to complete the repair. Surgeon using our hd camera system. The image is very good during the procedure.

Manufacturer narrative:
(B)(4).